Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported conditions of sticky trigger and unintended activation/motion identified during service and evaluation were confirmed. The assignable root cause was determined to be due to component failure from wear. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the battery oscillator device had sticky trigger, unintended activation/motion, component damage, and would not run due to motor damage. It was further determined that the device failed pretest for checking for sticky trigger, checking function of device, checking for unintended motion, and checking oscillation frequency with frequency meter. It was noted in the service order that the device had an undetermined malfunction. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.